Event description:
It was reported that multiple occlusion alarms occurred. The customer performed multiple supply changes to address the occlusions. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.